Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was underwent knee arthroplasty revision due to unknown reasons.

Manufacturer narrative:
It was determined that the manufacturing date was incorrectly reported on this medwatch and the event was transferred to medwatch# 0001822565-2017-06500. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.